Event description:
It was reported that a physician performed an uneventful novasure endometrial ablation on (B)(6) 2015 and the patient was discharged home. Approximately, 12 hours after the procedure the patient complaint of pain and presented to the emergency room. A computed tomography (CT) scan was performed and "free air" with "perforation" was noted. It is unknown if intervention was required. The patient still complained of pain. The patient was admitted into the hospital and two days post procedure, but patient went to the operation room (or). It was noted there was thermal injury to the small bowel and two perforations on the fundus. The patient received a hysterectomy on (B)(6) 2015 and was discharged home after two weeks. The exact discharged date is unknown.

Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. The above event problem and evaluation codes reflect the returned controllers. Device history (DHR) review was conducted for the disposable device and radio frequency controllers. The lot was released meeting all qa specifications. No abnormalities were noted and we are unable to establish a relationship or impact to the reported observation. (B)(4).